Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were reproduced. Causality was determined to be the upstream sensor out of calibration. The upstream sensor was recalibrated to ensure accurate occlusion detection.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to detect an upstream occlusion. There was no patient involvement.